Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect anti-hcv result. The customer provided the following data: the specimen was tested on four different architect analyzer, each result generated was (B)(6). The specimen was (B)(6) when tested using the cobas method: (B)(6). The specimen was tested at a second hospital and was (B)(6) using the architect assay: (B)(6) and was (B)(6) using the cobas method: (B)(6). There was no adverse impact to patient management reported. No additional patient information was made available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, sensitivity testing, a batch record review a search for similar complaints, and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol using a retained reagent kit was executed using lot 81494li00. Testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect anti-hcv reagent list number 06c37, lot number 81494li00, was identified.

Event description:
Additional information was received from the customer on 07/30/2018. The specimen was tested using the elisa and nat methods, both generating negative results. The customer believes the specimen is negative and therefore does not suspect an incorrect result using thearchtiect anti-hcv assay, as the architect result was also non-reactive.